Manufacturer narrative:
Device mfg records were reviewed. Review of the mfg records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was initially reported that the pt was explanted for an unk reason. The product underwent analysis by the MFR, and no anomalies were noted in either the lead or the generator. Further info indicated that the pt had been explanted due to an infection. A review of the MFR's design history records showed both the leads and generator to be properly sterilized prior to shipping. Attempts for further info have been unsuccessful to date.